Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize syringe. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device shows that the device had not been in for service in the past 12 months. The customer issue was confirmed by checking the alarm history and it was verified that the potentiometer was damaged(rusty). The device was repaired by replacing the potentiometer service. The device was calibrated, greased and reset to standard configuration. The device then passed all tests after the repairs.